Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet occluder was successfully implanted in a patient. The sizing of the occluder was determined using computed tomography (CT) and transesophageal echocardiography (tee), with tee also used as the imaging modality during the procedure. A stability check was performed using a tension test, and no leak was detected around the lobe of the device. There was no difficulty with implantation, such as multiple recaptures or repositioning. On (B)(6) 2025, it was noted that the occluder embolized to the sub-mitral apparatus. Embolization of the occluder was later identified through transthoracic echocardiography (tte). The embolized occluder caused a complete obstruction and became wedged in the mitral valve. As a result the patient had mitral regurgitation. The decision was made to surgically remove the occluder via a mini-thoracotomy. The implanter is unsure of the cause of the embolization or migration, and it is also unclear whether the patient experienced a rhythm change during the procedure. The patient was in stable condition at the time of report.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization one day post-implant was reported. The field indicated that there was no difficulty implanting the device. However, one day post-implant, the device embolized occluder embolized to the sub-mitral apparatus, caused a complete obstruction, as a result the patient had mitral regurgitation. Requiring surgically remove of the occluder via a mini-thoracotomy. The field indicated the cause of the device embolization remained unknown. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device was surgically removed via a mini-thoracotomy. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.